Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse) and no malfunctions were found. No parts were replaced. Evaluation of received event log confirms alarms indicating a high pressure situation, high airway pressure and high continuous pressure and high peep (positive end expiratory pressure). In case of a high continuous pressure alarm, the safety valve is opened for 5 seconds in order to reduce the airway pressure. The ventilator passed pre-use check prior ventilation was started and the technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The sudden start of the high continuous pressure alarm indicates that the expiratory resistance had increased at the time for the event. The most likely cause of the increase in airway pressure was an occluded expiratory bacterial filter. Our conclusion based on testing of the ventilator and the log evaluation is that there was no ventilator malfunction. The ventilator detected and generated alarms for the high pressure situation. A possible cause of the increase in airway pressure was an occluded expiratory bacterial filter.

Event description:
It was reported that the ventilator generated alarms for high pressure. There was no patient harm. Manufacturer's ref #: (B)(4).